Event description:
I received a right total hip replacement in 2008 that involved metal on metal components. The metal "debris" resulting from this caused significant "irritation" loosening the prosthesis in my femur. I experienced pain and difficulty walking, as well as problems with stability. I had to have the replacement "revised" in (B)(6) 2011, basically a repeat of the original surgery and replacement. The second surgery removed and replaced the metal head of the femur and the metal lining of the hip socket which were causing the problems. The original replacement involved "52mm cementless titanium johnson and johnson acetabular implant with 36x52 all metal liner and corail johnson and johnson cementless hydroxyapatite size 9 femoral stem with a +9.36 modular femoral head and neck component".